Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC nurse found difficulty with patient PICC insertion. It was stated that upon withdrawal of catheter, nurse found internal copper wire was bent, and suspects the internal wire was not pulled back far enough when trimming catheter to insertable length. No other information was provided.